Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The patient presented with chest pain. Access was obtained via the femoral artery. The 30mm in length by 3.00mm in diameter, 90% stenosed, eccentric and de novo target lesion being treated was located in the mildly tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 1.25x6mm unspecified balloon catheter. A 3.00x32mm taxus liberte stent delivery system was then advanced and deployed at 14 to 16 atms in the lad. Post-dilation with a 2.50x12mm non-bsc balloon was performed. Follow up angiography revealed a dissection at the proximal end of the deployed stent. A 3.50x16mm taxus liberte was then advanced to the lad and deployed overlapping the 3.00x32mm taxus liberte stent. The 3.50x16mm taxus liberte successfully treated the dissection. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).